Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was over 600 mg/dl. The customer stated that the high blood glucose levels occurred after infusion set change. The insulin pump passed displacement test and self test to ensure that the insulin pump was not hacked. The insulin pump was not on auto mode at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.